Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that during blood draw of one patient using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood did not flow into the tube but seeped out between the hub and the tube. No adverse impact was reported regarding the patient or user.